Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging due to the ipg being implanted too deeply. The patient underwent an ipg revision, during which, it was reported that when the physician started to open the pocket site, the patient's oxygen level dropped significantly. The physician reported that patient had had a heart attack. The patient was flipped over and decompression was started. The patient was later taken to the ICU. No products were used during this procedure. No further information can be obtained.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient will undergo a revision procedure.